Event description:
"Release valve defective" alarm. Pressure is 18 mbar at pneumatics2>check valve>obstr. Valve active test.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause of the ventilator was a defective check valve assembly. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.